Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The event involved a customer allegation that the device alarmed for n56 (replace battery). This plum 360 device has software version 15.02.00.008. The plum 360 software triggers a ¿replace battery¿ alarm after three bad battery counts. Due to a defect in software version 15.02.00.008, the alarm is generated as ¿depleted battery¿ instead of ¿replace battery,¿ which causes the device to enter a shutdown sequence once ac is unplugged.

Manufacturer narrative:
Testing and investigation confirmed the complaint of n56 (replace battery) in the history log. The pump passed pvt tests, but failed the run-in protocol of 25ml/hr and 7 hours for battery life test. After the battery was replaced, the pump passed the run-in protocol for battery life test. The probable cause is a defective battery. This reported complaint was determined to be associated with a known s/w defect which is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.

Event description:
The event involved a customer allegation that the device alarmed for n56 (replace battery). This plum 360 device has software version 15.02.00.008. The plum 360 software triggers a ¿replace battery¿ alarm after three bad battery counts. Due to a defect in software version 15.02.00.008, the alarm is generated as ¿depleted battery¿ instead of ¿replace battery,¿ which causes the device to enter a shutdown sequence once ac is unplugged.